Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a rf ablation procedure was performed because the patient, implanted with the subject crt-d, was experiencing ventricular tachycardia. During the procedure, absence of pacing was observed on an external ECG. The crt-d was interrogated and abnormal lead impedances were observed, as well as a loss of pacing and sensing. The ablation was performed in front of the left ventricular lead. The patient was pacing-dependent and a temporary pacing system was put in place. The subject crt-d was explanted and replaced. It should be returned for analysis. Preliminary analysis revealed that, due to a wrong software management under specific conditions, the device entered a permanent blocked state, resulting in absence of pacing and sensing.

Event description:
Reportedly, a rf ablation procedure was performed because the patient, implanted with the subject crt-d, was experiencing ventricular tachycardia. During the procedure, absence of pacing was observed on an external ECG. The crt-d was interrogated and abnormal lead impedances were observed, as well as a loss of pacing and sensing. The ablation was performed in front of the left ventricular lead. The patient was pacing-dependent and a temporary pacing system was put in place. The subject crt-d was explanted and replaced. It should be returned for analysis. Preliminary analysis revealed that, due to a wrong software management under specific conditions, the device entered a permanent blocked state, resulting in absence of pacing and sensing.

Manufacturer narrative:
Returned device analysis confirmed that the device was in a permanent blocked state, resulting in absence of pacing and sensing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however it is similar to a device manufactured by sorin that was cleared or approved by FDA in the united states.

Event description:
Reportedly, a rf ablation procedure was performed because the patient, implanted with the subject crt-d, was experiencing ventricular tachycardia. During the procedure, absence of pacing was observed on an external ECG. The crt-d was interrogated and abnormal lead impedances were observed, as well as a loss of pacing and sensing. The ablation was performed in front of the left ventricular lead. The patient was pacing-dependent and a temporary pacing system was put in place. The subject crt-d was explanted and replaced. It should be returned for analysis. Preliminary analysis revealed that, due to a wrong software management under specific conditions, the device entered a permanent blocked state, resulting in absence of pacing and sensing.